Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and silicone in their armpits. Device remains implanted.

Event description:
Patient reported a right side "exchange with no complaint against the device." Patient later reported "rupture" via ultrasound. Patient additionally reported "leaked and it's hard as a rock and it's all under arm, over the rib cage there's a big lump, it hurt so bad, and can feel where the silicone is and it's made a big hard spot where the body has incapsuled it. It's horrible." Healthcare professional later reported rupture, and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b1, b3, b5, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported right side silicone granuloma and silicone adenopathy. Device has been explanted.